Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was hole in the balloon of a urethral catheter. It was reported that the foley catheter had a hole in balloon which was present on insertion, during use. (B)(6) -2025 additional information per follow up: the reported incident was in relation to a patient who required a new catheter, on insertion the there was some small resistance in pushing the syringe, the syringe emptied but the balloon did not inflate, on inspection there was a hole in the balloon.

Event description:
It was reported that the foley catheter had a hole in balloon which was present on insertion, during use. Per follow up information received via ibc on 27jan2025, stated that the reported incident was in relation to a patient who required a new catheter, on insertion the there was some small resistance in pushing the syringe, the syringe emptied but the balloon did not inflate, on inspection there was a hole in the balloon.

Manufacturer narrative:
The reported event was unconfirmed. Visual evaluation of the returned sample noted one unopened (with original packaging), lubri-sil bard tray. Visual inspection of the sample noted the catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100 ml distilled water) and inflation with no difficulties. No leakage present. With the syringe attached the catheter balloon deflated within 2 mins and 12 seconds with no issues. No root cause could be found because the reported event was unconfirmed. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. As the reported event was unconfirmed a labeling review was not required. Correction: b, d, e, h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.